Event description:
A review of the recipient's test data indicates impedance issues. The recipient presented with facial nerve stimulation. Programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.6. The recipient was re-implatned with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.10. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice in the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused the impedance value on several channels to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition caused the impedance value on several channels to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.